Event description:
Related manufacturer report number: 2017865-2022-45328. It was reported during remote follow up that the pacemaker system exhibited noise and loss of capture. The pacemaker was explanted, and right ventricular lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of ¿failure to capture¿ and "signal artifacts/noise" could not be confirmed. As received, the device was at ddi mode above elective replacement indicator level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including crosstalk/noise test, mechanical stress testing, capture test and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.